Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. \

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using a stago analyzer with a neoplastine reagent with an isi of 1.3. On (B)(6) 2020, the patient was admitted to the hospital for vegetation of the mitral valve. The patient was switched from warfarin to jantoven but the dosage amount remained the same. On (B)(6) 2020 at 2:47 p.m. The meter result was 3.1 inr and at 3:43 p.m. The laboratory result was 2.2 inr. The same day, the patient had an office visit with the doctor where they reported feeling dizziness. The office performed an echocardiogram and at 4:34 p.m. The patient was admitted to the hospital. The patient was treated with a heparin drip. The transesophageal echocardiogram showed a thrombus on the prosthetic mitral valve that was a clot and not an infection. The CT scan had no new findings. On (B)(6) 2020 the patient had the blood clot surgically removed. The patient was stable and on (B)(6) 2020 was discharged from the hospital. The patient's therapeutic range is 2.5 - 3.5 inr.